Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's father reported that the patient had measured the blood glucose level on 01-oct-2023 in the morning and the result was around 60 mg/dl. The patient had no symptoms of hyperglycemia or hypoglycemia, but treated the low blood glucose level with some sweets. After two hours, the patient lost consciousness. The patient was taken to hospital by paramedics. At the hospital, a glucose laboratory test was performed, which resulted in a value of 720 mg/dl. The patient was treated in the intensive care unit for 15 days and received intravenous infusions. No more deatils regarding the treatment provided.